Event description:
The ge oec 9800 fluoroscopy sys had a faulty cross-arm brake. The sys was removed from use for service.

Manufacturer narrative:
A ge svc rep investigated the issue, removed and replaced a faulty cross-arm brake assembly. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.